Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device if available for analysis may have aided in a more definitive investigation. Difficulty to retrieve the suture while retracting the plunger, as reported, can be influenced by, but not limited to; manufacturing, user technique and/or patient anatomical conditions. As part of the manufacturing process the devices undergo multiple suture-related inspections, including tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Device inspection is also performed to verify that the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of the lot release testing. A failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a difficulty in retrieving the suture while retracting the plunger. However, the complaint information did not report any abnormal user technique. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not returned. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected. For any manufactured lot the devices undergo suture-related inspections and functional deployment testing must meet specification. Based on the reported information and the inspection criteria a definitive cause of difficulty in retrieving the suture while retracting the plunger and associated patient effects could not be determined.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary intervention procedure. Reportedly, after the foot was deployed, the device was retracted against the arterial wall for resistance. The physician felt like he did not achieve proper positioning. The foot was parked, redeployed and retracted against the arterial wall for positioning. Pulsatile flow was achieved and the needles were deployed. While retracting the plunger, the suture was reported to be difficult to retrieve and appeared to be stuck. The suture was ultimately retrieved and the knot was advanced completely. Hemostasis was not achieved by the device and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. It was reported that the physician is in training in the use of the perclose proglide device. Additional information was not provided.